Event description:
Unable to get up off the table [mobility decreased]. Unable to put any pressure on leg [weight bearing difficulty]. Limp [gait disturbance]. Most painful experience of her life [injection site pain]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt with a history of osteoarthritis and right knee pain, initials (B)(6), who stated that her physician pushed the synvisc-one needle into her knee non-stop and reported that the synvisc-one injection was the most painful experience of her life, she was unable to get up off the table, she was unable to put any pressure on her leg and she limped for one month after receiving synvisc-one. The pt received a synvisc-one injection in her right knee on an unspecified date. The pt reported that she was about to have a knee replacement when her physician sent her to a surgeon who suggested that she try synvisc-one. The pt agreed and reported that she wasn't sure if her physician did not do it right, but that the synvisc-one injection was the most painful experience of her life. The physician seemed like he was pushing and pushing the needle into her knee non-stop. She said she was never in so much pain ever and noted that the physician even apologized when he finished. She reported that she hurt so bad that she was unable to get up off the table sofa for almost one half hour and she was unable to put any pressure on her leg. The pain never went away and she limped around for over a month and then went to see another physician. The second physician have her a shot of cortisone, which helped. On (B)(6) 2009, she reported that she read an article "woman's world", titled "ask the doctor" about something called sam-e (s adenosyl methionine) to ease joint pain and stimulate the growth of new shock absorbing cartilage. She took 400 mg of sam-e everyday since (B)(6) 2009. She reported that she did not have any or very much pain and had hardly any pain whatsoever. She was not sure if the synvisc had started working or if it was the cortisone or the help of sam-e. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.